Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller has had issues with patients (pt) who come to a MRI with impedance issues and agent asked for further details and caller noted they are aware of at least two incidents themselves. No symptoms were reported. Additional information was received from healthcare provider (hcp) who reported they are not able to clarify what the impedance issues were but that there were two instances of patient¿s not knowing how to use their device (attempted to clarify, reasonably confirmation they are indicating could not use their devices for MRI mode/compatibility) and these were likely the ones with impedance issues. Hcp could not confirm, but did not have reason to believe any MRI¿s were needed directly due to the device/therapies.